Manufacturer narrative:
Revision surgery occurred for pt with a total knee implant. Revision was required due to injury sustained in an automobile accident. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery occurred for pt with a total knee implant. Revision was required due to injury sustained in an automobile accident.